Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the button of the insulin pump was sticky. Customer¿s blood glucose level was unknown. Insulin pump was rejecting new batteries, random no delivery alarms. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit received with operating currents within spec. Unit passed self test, basic occlusion test and displacement test. Unable to prime unit during prime/a33 test due to faulty force sensor resistor. Unable to perform occlusion test or excessive no delivery test due to prime anomaly. No unexpected battery alarms including failed battery test alarms were noted. Unit received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked lcd keypad connector.